Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # v312656, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was some concern about the lead status because the patient had had both hips replaced and a couple of falls during the past few years. The rep mentioned a need for a possible lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.